Event description:
Following the generator's explant, it was noted that a faulted diagnostic test on (B)(6) 2011 altered his settings. The settings were not corrected before his generator was explanted, causing the manufacturer to receive the generator at unintended settings.

Manufacturer narrative:
Analysis of programming history.